Manufacturer narrative:
Corrections: section d4: catalog number corrected. Section h4 manufacturing date corrected. Manufacturer's investigation conclusion: the centrimag console (serial number: (B)(6)) was evaluated following the reported event of the inability to change the motor speed; however, it was determined that the console was unrelated to the cause of the reported event. The returned centrimag console was evaluated by service depot on 24sep2024 alongside known working testing centrimag equipment and a mock circulatory loop for several days without any issues or atypical alarms produced. The console was functionally tested and the unit operated as intended throughout all testing. The serviced and tested unit was returned to the rental pool after passing all tests per procedure. During testing, it was revealed that the root cause of the reported event was related to the returned centrimag motor. The motor¿s evaluation and review of the associated log file is addressed via the motor investigation. The reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 "appendix I primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag speed would not change from 4500 rpm. The healthcare provider attempted to increase the speed on the monitor and the centrimag console multiple times by pressing the "set speed" button, but the speed did not change. Ultimately, the centrimag console and motor were exchanged, and the issue resolved.